Event description:
Ventilator stopped cycling with no audible alarm. While pt on commode, bearing down, vent alarmed (visual and audible) "power low", even though battery was well-charged. Then ventilator stopped cycling. No audible alarm, visual alarm read "disc/sense" even though circuit was intact. Pt's spouse was with pt at the time, removed pt from ventilator. After a few seconds ventilator began working. Pt reattached to ventilator and was again bearing down on commode, when above events reccurred. No pt injury was sustained; pt able to breathe independently for limited periods. Reported to co. External alarm installed in 2002.